Event description:
Small bowel resection. Slc55b dlu would not close on the small bowel and get into firing range. Made attempt to re-close and still would not close. A small enterotomy was created from the closing pressure of the slu. Competitive device was used to complete the case.